Event description:
It was reported the connector silicone of the implantable neurostimulator (ins) had an abnormal yellow color. The ins was not implanted and a different ins was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant: product ID 3550-29, lot# unknown, product type accessory. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. The ins passes functional testing. The color of the tecothane connector cover is slightly more yellow than typically seen. The exact cause of the yellowish connector cover cannot be determined. This could be normal as the raw material specification indicates the pellets can be "clear yellow to near water white." The injection mold processing can affect the color as well as higher temperatures for extended periods. There is no specific color specification to which we can test this device. There is no evidence of any kind of degradation of the tecothane.